Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. This is 1 of 5 MDR submission. Reference#: mw5180918, mw5180919, mw5180920, mw5180921. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reporter declared: "reporting that I have 5 units that was found on the recall sheet lot # t60003596." There was no report of emergent medical intervention for the reported issue. There were no alleged adc device issues related to the adc device. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.